Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor instrument had a recognition issue and the cable was found to be frayed. The procedure was completed with no reported injury. Follow-up to request additional information has been performed. However, no further details have been obtained as of the date of this report.

Manufacturer narrative:
The small grasping retractor instrument has been returned and evaluated by the failure analysis team on 09/23/2022. Failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of functional test failed engagement test. The instrument was placed and driven on an in-house system. The instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. The in-house system recognized the instrument but failed to engage with the sterile adapter. The housing was removed for inspection and the instrument was found to have a loose pitch cable, as a result of a broken pitch cable at the distal end. The pitch cable was not frayed. The root cause was not determinable/applicable. An additional finding related to the customer-reported complaint was also identified. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from clevis. The broken pitch cable at the distal end, likely caused the engagement failure, as a result of loose pitch cable in housing. The root cause of this failure is attributed to a component failure. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The small grasping retractor (part# 470318-10 / lot/serial# (B)(4) was last used on 02 sep 2022 on system (B)(4) with 7 uses remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.